Event description:
The hospital reported that during an endoscopic vein harvesting procedure, when using the device, a sliver of clear plastic fell into the patient's arm when the bisector was being pushed out. The procedure was completed using the same device and the shard was retrieved from the patient's arm afterward. The hospital did not report any patient complications. This is a first time the harvester has performed this procedure using this device. The pretest was not performed per instructions for use "IFU".

Manufacturer narrative:
After the procedure, the hospital discarded the product. Since the product was not returned to cardiac surgery for evaluation, it will be difficult to confirm the reported problem. A lhr review was completed for the product and there was no nonconformance associated with the lot number.